Manufacturer narrative:
The unit was received with currents in specifications. There was no blank display. The lcd board was ok. The unit had minor scratched lcd window, cracked case near display window corners, battery tube threads, and reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had a blank display. His blood glucose level was 274 mg/dl. The insulin pump was not accepting any battery. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.